Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed and lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. The result of analysis is inconclusive.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that the device could not be interrogated, the magnet test did not elicit a tone from the device, and the device was not pacing. The device battery may have prematurely depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.